Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited out of range impedance values. It was believed these out of range values coincided with an ablation procedure. Follow up was conducted to confirm the rv and ra leads remain in use. No patient complications have been reported as a result of this event.